Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump black box data indicated that multiple cs 162 loss of prime warnings went unconfirmed over a three day period, thus draining the battery. During a visual inspection of the pump, the battery compartment was observed to cracked on the side, extending from the case seal towards the threads. No moisture was found inside the battery compartment. The pump was exercised for 24 hours using the returned battery cap with no warnings or alarms occurring. Current draws within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump or on the power circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.